Event description:
It was reported that the patient experienced difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The patient's charger was replaced twice, however it did not resolve the charging difficulty. The patient underwent a procedure in which the ipg was replaced, is doing well post operatively and has good pain coverage.

Event description:
It was reported that the patient experienced difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The patients' charger was replaced twice, however it did not resolve the charging difficulty. The patient underwent a procedure in which the ipg was replaced, is doing well post operatively and has good pain coverage. It was additionally reported that the device was lost, therefore device analysis could not be completed.

Event description:
It was reported that the patient experienced difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The patient's charger was replaced twice, however it did not resolve the charging difficulty. The patient underwent a procedure in which the ipg was replaced, is doing well post operatively and has good pain coverage.